Event description:
It was reported that: "when the hip joint was opened up there was metal debris after the hip joint was dislocated, the 36mm v40 head was removed. The accolade stem was removed after a trochanteric osteotomy."

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4).

Manufacturer narrative:
(B)(4). The pump was received and evaluated by baxter. The reported condition was confirmed. The assignable cause is that r118 on the user interface module printed circuit board was found burned due to shorting of the positive battery connector to the center housing. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
The facility representative reported to baxter on 16 march 2010, a colleague infusion pump that emitted visible smoke on (B)(6) 2010. The customer stated that during a routine battery replacement, the device began to smoke and the batteries and plastic around them began to melt. The event was reported to have occurred during biomedical servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The software version for this device is currently unknown. There is no additional information available.